Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of dyspnea and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as possible complications associated with mitraclip procedures. A definitive cause for the incomplete coaptation/single leaflet device attachment (slda) could not be determined. The increased mr is likely due to the slda. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr). One clip was implanted reducing mr from 3 to 1. On (B)(6) 2019, the patient returned with dyspnea. An echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3. A second mitraclip procedure will be discussed with the patient. No additional information was provided.